Event description:
It was reported that the iab was inserted without incident. When pumping began, the iab would not unwrap. As a result of this, the iab was removed and replaced. There were no pt complications.